Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, unknown femoral component. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by mmi states there is radiolucency at the bone cement interface of the lateral tibial plateau. There was also mild osteopenia seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00436.

Event description:
It was reported that patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a poly revision due to instability. Attempts have been made and no further information has been provided.